Event description:
Event description: during a tavi procedure the safari wire was well positioned in the left ventricle - valve is correctly deployed and to retrieve the acurate delivery system we need to pull back the safari wire intro the acurate delivery system. This was very difficult once the delivery system is out of the ventricle the safari wire needs to be advanced into the ventricle - we need to keep access into the ventricle if post dilatation is needed. Advancing the safari wire back into the ventricle was also difficult. They advanced the pigtail over the safari wire so that they could take out the safari wire and measure the gradient once the safari wire was out of the patient we noticed that floppy tip was damaged a new safari wire was taken to perform a post dilatation what troubleshooting steps, if any, resolved the issue?: a new safari wire was taken to perform the post dilatation what is the next course of action?: na. Patient present at time of event?: yes. Patient complications: no patient complications. Question: when specifically during device prep or during the procedure did the device damage occur? Answer: during procedure when retrieving the wire into the acurate delivery system question: where specifically on the device did the damage occur? Answer: at 5 cm from the distal tip.

Manufacturer narrative:
This medwatch report is being filed based on the image received on january 31, 2023, revealing a fracture of the core wire material. The device was not received at the time of this report; therefore, no physical analysis of the product could be performed. The customer supplied image presented a fracture of the core wire and stretched coil wraps damage at an unknown distance from the distal tip. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. As described in the warnings (dfu): · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. · never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or handling factors may have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned coiled and loose; and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload fracture of the core wire approximately 0.03 cm from the proximal aspect of the distal tip weld mass with 5.4 cm of subsequent stretching of the coil wraps, exposing the underlying core wire. In addition to the stretching of the coil wraps, the specimen also presented large radius bend damage located from 3.5 cm to 39.6 cm from the distal apex of the formed curve. The nature and extent of the damage presented appears consistent with manipulation of the safari 2 guidewire against resistance during the clinical event. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the dfu instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. As described in the warnings (dfu): when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that handling and/or procedural factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.